Event description:
It was reported that the ilet user changed the infusion site and subsequently received an ¿insulin set expired¿ alert; the user did not recall completing the cannula fill, and customer support guided them through the cannula fill process, after which insulin delivery resumed and the alert cleared. There were no reported adverse clinical effects. Outcomes included restoration of insulin delivery without escalation of care. Investigation included customer support troubleshooting and user education on correct supply change and cannula fill steps. Investigation of this case revealed use error related to incomplete cannula fill after an infusion set change, resulting in an incorrect alert that resolved with proper setup. It was concluded, based on previously established findings for similar reports, that the cause was user error due to insufficient adherence to use instructions.